Event description:
The affiliate reported the customer alleged a pediatric sample, collected in a microtube for automated process (map) with sufficient volume, had aspiration errors and did not produce results, for one patient, involving the unicel dxh 800 coulter cellular analysis system. Subsequent analysis of the patient's second sample produced another aspiration error. The physician was notified, and the surgical procedure was cancelled due to the error. There was no report of patient injury associated with this event. No erroneous patient results were released out of the laboratory. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) verified microtube for automated process (map) tube and sample aspiration module (sam) alignments. The instrument conformed to the manufacturer's published performance specifications. Raw data analysis indicated the event was not algorithm related. The data revealed the first sample recovered a large number of bubbles and also showed short sample duration. The blood detector findings along with the white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) parameters was very low, which indicates a possible short sample condition. The other samples analyzed showed a larger than expected air gap for both the front and rear blood detectors, which triggered the aspiration error. The field service engineer (fse) and the hardware specialist assessed the instrument and verified the microtube for automated process (map) tube and the sample aspiration module (sam) alignments were correct. A definitive cause of the event is unknown. This medwatch report is related to 1061932-2012-02716.